Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the 17th june 2010 and passed all self-tests, up to the 1st september 2013. The device records multiple manual power ups of less than one minutes duration and 10 minutes duration were recorded in the device memory throughout the history log including the last log entry on the 13th april 2016. The pad-pak became depleted during this time and was replaced by a further pad-pak. Temperatures are recorded during this time which were above the recommended operating temperature for the device. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.